Event description:
Nurse drew blood from patient with a bd vacutainer. During blood draw, the tip of the needle that goes into the tubes was constantly dripping blood in between hooking the tubes to it. Nurse was not even using a tourniquet on patient. No harm to nurse or patient.